Event description:
Before the implantation procedure, the screw mechanism on this lead would not retract during testing. Therefore, the lead was implanted.

Manufacturer narrative:
(B) (4). Conclusion: the analysis did not reveal any sign of a material or manufacturing problem. Specifically, the fixation helix could be properly extended and retracted utilizing the originally inserted easyturn stylet. The abnormal retraction function attributed to the bent second stylet may have contributed to the functional issue as described by the physician. Regarding the damage associated to the rv defibrillation electrode, it is assumed that this is attributed to the handling by the physician, since it was not mentioned in the report by the physician, and since there are quality controls in place to disallow defects such as this.